Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was found during warm-up but could not be reproduced during evaluation. The device was found to be specified and passed all occlusion testing.

Event description:
During baxter's functionality testing it was found that a spectrum pump had an upstream occlusion alarm. There was no pt involvement.